Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left side: the femoral head and acetabular liner were revised. The patient was experiencing pain. There was evidence of poly wear involving the acetabular liner, osteolysis of the proximal femur, and foreign body synovitis. The head was revised with a depuy product and the liner was revised with a competitor product. There were no indicated intra-operative complications. Date of implant: 2003; date of revision: (B)(6) 2021; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot - a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Operative notes received indicated that on (B)(6) 2021, the patient had revisions of bilateral hips to address articular bearing surface wear and pain. The left hip was also noted to have osteolysis of the proximal left femur. Competitor liner with depuy femoral head was used on the left during this procedure. The doi of left hip was 2003. On the right, a depuy liner and depuy femoral head were used. The doi of the right hip was 2002. The components were noted to be well-fixed with no signs of infection.